Event description:
Pt's generator was explanted due to pain around the chest incision and migration of the generator that lead to wound dehiscence and extrusion. Physician plans to re-implant after the pt heals.